Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving unknown baclofen via an implantable pump for intractable spasticity. It was reported that the hcp stated they were unable to interrogate the pump and were getting a no device found message. The hcp confirmed that the amber light on the communicator indicated that the issue is telemetry with the pump and not the bluetooth connection to the communicator. The hcp confirmed that pump is difficult to access and is under a lot of body tissue. The hcp stated that the patient said that pump has flipped before and it was possible it flipped over. The hcp stated that they planned to consult with the physician. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider who reported that the cause for the inability to interrogate the pump was not determined. The patient was referred to neurosurgery for further evaluation.